Manufacturer narrative:
Anlaysis of the catheter revealed catheter body deformed in shape. Only the distal portion of this model was received. Other than several slight areas of electrocautery damage, no anomalies were noted with this segment. It passed all testing. The unusual amount of bending seen relates to the catheter migrating out of the intrathecal space.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the catheter had migrated/dislodged. The patient experienced increased clonus and less than 50 % therapy relief. An x-ray was performed and the catheter appeared coiled around l4-l5. The hcp was decreasing the dose of baclofen and then the patient planned to see the surgeon for catheter revision/replacement. The patient status at the time of the report was alive, no injury, no adverse event. The pump was used to deliver lioresal. It was later reported the catheter was revised (B)(6) 2013. The spinal segment had migrated out of the intrathecal space. A new spinal segment was replaced back into the the intrathecal space and connected to the remaining existing catheter after trimming the old portion of the spinal segment. The patient was started on 100 mcg/day with lioresal, 2000 mcg/ml, 20 ml. The patient had not yet achieved effective therapy and would be titrated by the managing hcp. The patient outcome was indicated as ¿doing fine¿ but had increased spasticity and clonus.